Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a pacemaker lead revision procedure, the access wire tip detached within the patient. The physician was attempting to acquire subclavian vein access with a micropuncture access wire and when he tried to pull back on the wire under fluoroscopy the wire tip detached mid shaft within the patient. The tip of the wire was identified to be extravascular.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is unknown. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found. Corrective actions are in process.